Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(6) advised when wife hit a stone the right front caster goes up and almost causes you to tip out of chair. (B)(6) advised no injury and wife has not fallen out of chair.